Manufacturer narrative:
Evaluation method: electrode belt sn (B)(4) was not returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue (tm) defibrillation gel.

Event description:
A distributor contacted zoll to report that a patient had a rash under his front therapy electrode (te). It was reported that the patient's skin was red with bubbles and broken skin. There is no indication that the patient sought medical intervention regarding the irritation. Follow-up indicated that the patient was released from the lifevest, and the current condition of the rash is unknown.